Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not responding intermittently. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the touchscreen was not responding intermittently. The customer also reported the touchscreen was failed calibration. The customer requested the part number for the touchscreen to order and replace. The remote service engineer (rse) provided the customer with the part number of the touchscreen to order and replace. Per good faith effort (gfe) response, the customer attempted to replace the touchscreen and discovered a lot of dirt was blocking the path of photocell to the touchscreen. The customer cleaned out the dirt and cleared the path of the photocell to the touchscreen. The customer cleaned out the dirt that was blocking the path of the photocell to the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.